Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed hypotube kink located 2cm from the strain relief, collar damage (lifted shaft), tip/shaft damage (flattened for a length of 15mm), and shaft damage (flattened) located 21.6cm from the tip. Inspection of the rest of the device found no other damage or defect with the product.

Event description:
Reportable based on device analysis completed on 28may2020. It was reported that the guidezilla could not cross the vessel. The target lesion was located in the left anterior descending artery. A guidezilla catheter guide extension was selected for use. During procedure, it was noted that the guidezilla could not cross the tortuousity and calcification in the vessel. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the collar was damaged (lifted shaft).